Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that there were particles stuck inside the usb port and the usb port observed to be damaged resulting in the pump battery being unable to charge. Customer¿s blood glucose level was 195 mg/dl. The customer reverted to an alternate method of insulin therapy.